Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat pain and loosening of the femoral component at the bone to competitor cement interface. The femoral sleeve was well-fixed. The tibial components and patella were retained. The patient was revised with a depuy lps distal femoral replacement. Doi: (B)(6) 2019. Dor: (B)(6) 2021. Unk knee.